Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was added: 3331, 4109 and 4112. H6: results code was added: 3252. H6: conclusions code was added: 4307. The reported device was received for evaluation. The reported condition of a fractured implant was confirmed. Visual inspection of the as returned product identified signs of significant damage about the implant collar and lateral fracturing. Returned x-rays show that the implant fractured within the surgical site. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and one other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight is not provided / unknown. Initial reporter¿s email address is not provided / unknown.

Event description:
Doctor reports that the oss313 implant fractured and was removed. Tooth site #4.